Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, patient developed a rash on day 5 of wear. The patient reported a pea sized hole that was pink, white, and recessed. The patient reported that she treated it with neosporin and a band aid for a week, and it healed but left a scar. No medical intervention was required.at the time of the call to dexcom technical support, the patient was in fine condition.